Event description:
It was reported that the customer's insulin pump had a lost sensor alarm. Instructed the caller to press the activate button and found that the insulin pump alarmed. The mother stated that the customer was disconnected and received the error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 164mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device passed the glucose sensor simulator box test, and the sensor value matched properly. Unable to confirm a sensor alarm.